Event description:
Extreme pain in his knee [knee pain]. Right knee swelling [swelling of r knee]. Unable to put weight on it [weight bearing difficulty]. Feels tight when bending [joint tightness]. Case narrative: based upon additional information received on 06-jun-2019, this case initially assessed as non-serious was upgraded to serious as event of extreme pain was updated to serious (seriousness criterion: required intervention). Additionally, this case became medically confirmed. This case is linked to cases (B)(4) (cluster). Initial information received on (B)(6) 2019 regarding an unsolicited valid serious case received from a patient from united states. This case involves a (B)(6) year old male patient (weight height) who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and experienced extreme pain his knee (latency: 17 days), unable to put weight latency: 17 days), right knee swelling (latency: 18 days), feels tight when bending (latency:1 month 4 days). The patient's past medical history included hypothyroidism, bell's palsy, epidermoid cyst of skin, fatigue, weakness of face muscles, paresthesia of hand on (B)(6) 2019, chest pain, elevated blood-pressure reading without diagnosis of hypertension, full thickness rotator cuff tear on (B)(6) 2018, former smoker, quit in 1993, rotator cuff repair on (B)(6) 2018, orthopedic surgery - right big toe, ventral hernia without obstruction or gangrene on (B)(6) 2018, stress test on (B)(6) 2017, angiogram on (B)(6) 2017, appendectomy on (B)(6) 2017, arthritis, high cholesterol, appendicitis. Concurrent condition of essential hypertension, osteoarthritis of knee since (B)(6) 2018, allergy to atenolol and allergy to sulfa. Family history of neoplasm of larynx (patients father), dementia (patients mother). The past medical treatment(s) and vaccination(s) were not provided. Concomitant medication of atorvastatin, acetylsalicylic acid (baby aspirin), levothyroxine, losartan, metoprolol succinate. On (B)(6) 2019, the patient started using intra-articular hylan g-f 20, sodium hyaluronate at dose 2ml once (batch number: 8rsp020b; exp aug-2018) for osteoarthritis. The skin was sterilized with alcohol & betadine. Topical anesthesia was achieved with ethylene chloride. A 22 gauge needle was inserted into the right knee via a lateral approach. The injection was completed without complication and a bandage was applied. The patient tolerated the procedure well and was instructed to avoid strenuous activity for the next 24-48 hours and use ice, nsaids or tylenol for pain as needed. On (B)(6) 2019, patient reported for his second injection and tolerated the procedure well. On (B)(6) 2019, patient received his third injection of hylan g-f 20, sodium hyaluronate and tolerated the procedure well and was instructed to avoid strenuous activity for the next 24-48 hours. On (B)(6) 2019, patient experienced extreme pain his knee (latency: 17 days) and was unable to put weight (latency: 17 days) on it. The event of right knee swelling was assessed as serious as it required intervention. The patient added that he was unable to hardly bear weight and he tried ice and heat and his pain was now on a scale of 4 to 5 and he said it was back to how it was prior to the injection. On (B)(6) 2019, patient reported he had right knee swelling (latency: 18 days). The event of right knee swelling was assessed as serious as it required intervention. On (B)(6) 2019, patient complained that the knee was swollen and feels tight when bending (latency:1 month 4 days). The patient was administered depomedrol which helped and his pain had improved. Final diagnosis was unable to put weight on it, extreme pain in his knee, right knee swelling and feels tight when bending. Action taken: not applicable. Corrective treatment: depomedrol, ice and heat for extreme pain and... Outcome: unknown for all events. A product technical complaint was initiated with results pending for the same. Additional information received on 06-jun-2019 and 10-jun-2019 from other healthcare professional processed with clock start date of (B)(6) 2019. Case upgraded to serious and became medically confirmed. Patient demographics updated. Suspect product batch number added. Medical history of hypothyroidism, bell's palsy, epidermoid cyst of skin, fatigue, weakness of face muscles, paresthesia of hand on (B)(6) 2019, chest pain, elevated blood-pressure reading without diagnosis of hypertension, full thickness rotator cuff tear on (B)(6) 2018, former smoker, quit in 1993, rotator cuff repair on (B)(6) 2018, orthopedic surgery - right big toe, ventral hernia without obstruction or gangrene on (B)(6) 2018, stress test on (B)(6) 2017, angiogram on (B)(6) 2017, appendectomy on (B)(6) 2017, arthritis, high cholesterol, appendicitis. Concurrent condition of essential hypertension, osteoarthritis of knee since (B)(6) 2018, allergy to atenolol and allergy to sulfa. Family history of neoplasm of larynx (patients father), dementia (patients mother). Concomitant medication of atorvastatin, baby aspirin, levothyroxine, losartan, metoprolol succinate. Event of unable to put weight, feels tight when bending, right knee swelling (latency: 18 days) added. Clinical course updated. Text amended accordingly.

Event description:
Extreme pain in his knee [knee pain] . Right knee swelling [swelling of r knee] . Unable to put weight on it [weight bearing difficulty]. Feels tight when bending [joint tightness] . Case narrative: based upon additional information received on 06-jun-2019, this case initially assessed as non-serious was upgraded to serious as event of extreme pain was updated to serious (seriousness criterion: required intervention). Additionally, this case became medically confirmed. This case is linked to (B)(4). Initial information received on 26-apr-2019 regarding an unsolicited valid serious case received from a patient from united states. This case involves a 69 year old male patient (weight height) who received treatment with hylan g-f 20, sodium hyaluronate (synvisc) and experienced extreme pain his knee (latency: 17 days), unable to put weight latency: 17 days), right knee swelling (latency: 18 days), feels tight when bending (latency:1 month 4 days). The patient's past medical history included hypothyroidism, bell's palsy, epidermoid cyst of skin, fatigue, weakness of face muscles, paresthesia of hand on (B)(6) 2019 chest pain, elevated blood-pressure reading without diagnosis of hypertension, full thickness rotator cuff tear on (B)(6) 2018 former smoker, quit in 1993, rotator cuff repair on (B)(6) 2019 orthopedic surgery - right big toe, vetral hernia without obstruction or gangrene on (B)(6) 2018 stress test on (B)(6) 2017, angiogram on (B)(6) 2017, appendectomy on (B)(6) 2017, arthritis, high cholesterol, appendicitis. Concurrent condition of essential hypertension, osteoarthritis of knee since (B)(6) 2018 allergy to atenolol and allergy to sulfa. Family history of neoplasm of larynx (patients father), dementia (patients mother). The past medical treatment(s) and vaccination(s) were not provided. Concomitant medication of atorvastatin, acetylsalicylic acid (baby aspirin), levothyroxine, losartan, metoprolol succinate. On (B)(6) 2019, the patient started using intra-articular hylan g-f 20, sodium hyaluronate at dose 2ml once (batch number: 8rsp020b; exp aug-2018) for osteoarthritis. The skin was sterilized with alcohol & betadine. Topical anesthesia was achieved with ethylene chloride. A 22 gauge needle was inserted into the right knee via a lateral approach. The injection was completed without complication and a bandage was applied. The patient tolerated the procedure well and was instructed to avoid strenuous activity for the next 24-48 hours and use ice, nsaids or tylenol for pain as needed. On (B)(6) 2019, patient reported for his second injection and tolerated the procedure well. On (B)(6) 2019, patient received his third injection of hylan g-f 20, sodium hyaluronate and tolerated the procedure well and was instructed to avoid strenuous activity for the next 24-48 hours. On (B)(6) 2019, patient experienced extreme pain his knee (latency: 17 days) and was unable to put weight (latency: 17 days) on it. The event of right knee swelling was assessed as serious as it required intervention. The patient added that he was unable to hardly bear weight and he tried ice and heat and his pain was now on a scale of 4 to 5 and he said it was back to how it was prior to the injection. On (B)(6) 2019, patient reported he had right knee swelling (latency: 18 days). The event of right knee swelling was assessed as serious as it required intervention. On (B)(6) 2019, patient complained that the knee was swollen and feels tight when bending (latency:1 month 4 days). The patient was administered depomedrol which helped and his pain had improved. Final diagnosis was unable to put weight on it, extreme pain in his knee, right knee swelling and feels tight when bending. Action taken: not applicable. Corrective treatment: depomedrol, ice and heat for extreme pain and . Outcome: unknown for all events. A product technical complaint was initiated on (B)(6) 2019 for synvisc (lot number: 8rsp020b) with global ptc number: (B)(4). The production and quality control documentation for lot # 8rsp020 expiration date (2021-08) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 8rsp020 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 22-aug-19 there were 4 complaints on file for lot# 8rsp020 and all related sub-lots. 4 complaints were on file for lot# 8rsp020b: (1) extrusion issue, (1) adverse event report and (2) leakage issues. Sanofi would continue to monitor complaints as stated in sop rdg-sop-000440 product event handling to determine if a CAPA was required. The final investigation was completed on (B)(6) 2019. Additional information received on 06-jun-2019 and 10-jun-2019 from other healthcare professional processed with clock start date of (B)(6) 2019. Case upgraded to serious and became medically confirmed. Patient demographics updated. Suspect product batch number added. Medical history of hypothyroidism, bell's palsy, epidermoid cyst of skin, fatigue, weakness of face muscles, paresthesia of hand on (B)(6) 2019, chest pain, elevated blood-pressure reading without diagnosis of hypertension, full thickness rotator cuff tear on (B)(6) 2018, former smoker, quit in 1993, rotator cuff repair on (B)(6) 2018 orthopedic surgery - right big toe, vetral hernia without obstruction or gangrene on (B)(6) 2018, stress test on (B)(6) 2017 angiogram on (B)(6) 2017, appendectomy on (B)(6) 2017 arthritis, high cholesterol, appendicitis. Concurrent condition of essential hypertension, osteoarthritis of knee since (B)(6) 2018, allergy to atenolol and allergy to sulfa. Family history of neoplasm of larynx (patients father), dementia (patients mother). Concomitant medication of atorvastatin, baby aspirin, levothyroxine, losartan, metoprolol succinate. Event of unable to put weight, feels tight when bending, right knee swelling (latency: 18 days) added. Clinical course updated. Text amended accordingly. Follow up was received on 16-aug-2019. No new information was received. Additional information was received on 22-aug-2019 from gemg. Ptc results received and processed. Global ptc number added.